Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 583 mg/dl. The customer was treated for high blood glucose with insulin injection. Customer stated that high blood glucose happened to day and got home removed the infusion set site the cannula was bent. Customer reported that she also received the absence of no delivery alarm. Customer's blood glucose at time of incident was 583 mg/dl. Customer was advised to remove the infusion set from the body. Customer was assisted in resetting fixed prime to correct amount. Customer was advised that pump is working as designed.